Manufacturer narrative:
Visual inspection of the provided picture identified that the tip of the device is broken. Part and lot could not be visualized in the photo. Lot identification is necessary for review of device history records, lot identification was not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information is available.

Event description:
The gray tipped metal impactor tip was found broken after it came out of the wash. No additional information is available.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.